Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that the receiver is showing the initializing screen without a manual restart on (B)(6) 2015. The patient did not report any injury or medical intervention. No additional event or patient information is available.